Manufacturer narrative:
At analysis the stated reason for return of "touch screen faulty" was confirmed, there was a deviation between the stylus and the cursor on the screen. It was also noted that a stylus calibration did not solve the problem. Additionally it was noted that the stylus that went with the programmer was missing and the cooling fan was noisy. The touch screen was replaced and calibrated, the stylus added and the cooling fan replaced. New software was installed and the device was cleaned. It passed its electrical safety test and all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's touch screen was faulty. The programmer was returned for service. There were no patient complications reported as a result of this event.